Event description:
It was reported there was a concomitant left basal ganglia intracerebral hemorrhage (1 x 2cm) that surrounded the left deep brain stimulation (dbs) lead. It was noted intervention included medical or non-surgical therapy. It was stated there was a CT scan without contrast. It was noted the results were expected post-operative pneumocephalus and no new hemorrhage was identified on (B)(6) 2012. It was noted on (B)(6) 2012 another CT scan without contrast was performed and the hemorrhage around the tip of the left dbs was unchanged. It was stated an eeg was performed and the results were independent right and left frontotemporal irregular delta slowing, frontal intermittent rhythmic delta activity which was suggestive of a mild to moderate non-specific cerebral dysfunction on (B)(6) 2012. It was noted an eeg with video suggested dysfunction in the left hemisphere. It was stated on (B)(6) 2012 a CT scan without contrast was performed and the results showed the pneumocephalus had resolved and there was a continued evolution of intraparenchymal hemorrhage that was centered around the left dbs lead and no hemorrhage was seen. Etiology consisted of surgery and anesthesia. It was noted it was not related to the device or therapy but it was possibly related to the implant procedure. It was noted the patient had weakness on right upper extremity and aphasia with a decline in respiratory rate and it was severe. It was noted the event resulted in in-patient hospitalization and prolonged existing hospitalization and persistent or significant disability/incapacity.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown product type: lead. Product ID: neu_unknown_ext, lot# unknown product type: extension. (B)(4).